Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and found an obstruction in the valve seat of the pressure relief valve. The fe reset the valve and performed verifications to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).